Event description:
A medtronic rep reported that while in a tumor resection procedure, using mach cranial 5.2.1, the system could see the frame and the planar, but would not track when placed on the pts skull. Troubleshooting with medtronic tech services confirmed there was bunched up draping under the frame. While requesting the surgeons seat the frame more flush, they put the frame on backward, and it began to track with an inaccuracy of approx 1 cm. Further troubleshooting reveals that in the initial registration, pre-draping was done with the frame on backward. It was explained that it would be hard to gain accuracy without doing a new registration. As they were already sterile, and the skin flap had been cut and peeled back, the surgeon refused to re-do registration. The surgeon opted to complete the procedure without the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
The software eval has not been completed as of the date of this report.